Manufacturer narrative:
B5: shortly after the replacement lens was implanted, it was noted the lens had a low vault and was explanted. See MFR. Report # 2023826-2021-02985 for replacement lens. H3: the device evaluation is not required. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.7mm vticmo13.7 implantable collamer lens, -12.50/+2.5/093 (sphere/cylinder/axis), within the same surgery due to the lens tore during delivery into the patients left eye (os). There was no patient injury. The lens was replaced within the same surgery for a shorter lens and the problem was resolved. Cause of the event was unknown.